Event description:
It was reported that the hcp was connecting the lead with external extensions, the plastic sheathing from the lead came off one of the bifurcations. As a result, the wiring of the lead was exposed. The hcp managed to insulate this portion by sliding the connector boot over the exposed part. This was a trail phase so for the 2nd phase they will need to operate again anyway. The lead will be replaced during the 2nd phase. No excessive force was used.